Event description:
Customer reported receiving an error message upon strip insertion on his locked freestyle flash meter. The meter was returned and during the course of the investigation, it was discovered the meter was unlocked with the uom selectable. There was no report of serious injury, death or mistreatment.

Manufacturer narrative:
Tested returned unit. Complaint is confirmed. Performed investigation. Meter is unlocked to mg/dl. Errors 1301, 0300, 0015, 0204, 0800 and 0806 errors were found in error log. Calibration parameters were within spec. Memory overwrite was observed. Meter is operable. Customers and retailers have been informed through the famay2006 letter.